Event description:
It was reported that the physician implanted a 25mm helex septal occluder to close an atrial septal defect (asd) that measured to 12mm. The following day, the device was found to have embolized to the left pulmonary artery. The device was explanted in an open cardiovascular procedure and the defect surgically closed. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications.